Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: burn on insulation at shaft confirmed failure: burn on insulation at shaft probable root cause: poor autoclave reliability incorrect sterilization/reprocessing procedure handling procedures contact forces product used beyond defined useful life (B)(4).

Event description:
It was reported that the insulation had been compromised.